Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of the black box data found occurrences of pump reboot on the event date. Investigation found that the battery compartment was cracked from the threads to the case seal. Evidence of moisture corrosion was observed in the battery compartment. A leak test showed that the battery compartment was leaking where the crack was located. The battery cap was not returned, using a test battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and additional evidence of moisture intrusion was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, after the patient went swimming with the pump, the pump powered up with audible alert but no display screen. The patient reported that the pump casing was cracked, the battery cap was not fully secured when the pump was exposure to water and there was evidence of moisture intrusion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.